Manufacturer narrative:
H3: 8637-40 pump: analysis identified that the pump would not update when using a clinician programmer with an undetermined cause. Continuation of d10: product ID a810, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: this device issue is known and documented in the labeling per (B)(4)¿ n¿vision clinician programmer with software synchromed ii infusion systems. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal baclofen 2000 mcg/ml at a dose of 150.1 mcg/day via an implantable pump for intractable spasticity. It was reported that the reason for the call was rep stated that pump was being replaced today. The pump logs showed a motor stall & recovery on (B)(6) 2025 at 4:29 pm after the patient had magnetic resonance imaging (MRI) then another stall on (B)(6) 2025 at 2:28 pm where it was unclear whether the patient had another MRI. That stall recovered on (B)(6) 2025 when the pump was refilled. The rep mentioned that the patient had increased spasticity as well. The pump report (image attached) also showed a message for service code 234 "critical alarm - stopped pump duration exceeded 48 hours" on (B)(6) 2025 two minutes after the motor stall recovery log. The agent reviewed considerations around potential telemetry state and advised the rep to send the pump back for analysis after explant. Additional information received from the rep indicated that they were returning the pump for analysis. Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the patient's pump was explanted on (B)(6) 2025. Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal baclofen via an implantable pump. It was reported that according to the logs on the pump, the pump went into a motor stall on (B)(6) 2025 a critical alarm stating - stopped pump duration exceeded 48 hours. When the doctor interrogated the pump on (B)(6) 2025, he read the critical alarm stating, stopped pump duration exceeded 48 hours. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the event. No diagnostics/troubleshooting was performed. The pump was explanted on (B)(6) 2025 and would be returned. The issue was resolved at the time of the report.